Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The pt reported double vision, and difficulty in seeing. The pt was diagnosed with z-syndrome. The lens was explanted approximately three months post implant and replaced with another model lens. This event pertains to the pt's left eye.